Event description:
It was reported that the site had a power failure, then when the 9800 system was rebooted there was an interlock failure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The transformer was re-tapped and adjusted during the service call. The system was tested, and found to be working as intended, and put back into service.